Event description:
It was reported that this right atrial (ra) lead exhibited a sudden increase in pacing impedance measurements. Previous measurements were stable at 600 ohms and current measurements are greater than 3000 ohms. There was also evidence of noise, farfield r-wave oversensing, and one beat of loss of capture (loc). Boston scientific recommended further review/assessment of the ra lead. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a sudden increase in pacing impedance measurements. Previous measurements were stable at 600 ohms and current measurements are greater than 3000 ohms. There was also evidence of noise, farfield r-wave oversensing, and one beat of loss of capture (loc). Boston scientific recommended further review/assessment of the ra lead. No adverse patient effects were reported. Additional information was received that continued ra pacing impedance measurements are greater than 3000 ohms and evidence of farfield oversensing was observed. An insulation breach of the lead is suspected. It was also noted the patient is terminally ill and does not want any further medical intervention or treatment. As a result, the physician programmed tachycardia therapy off in this device. No adverse patient effects were reported.